Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving a patient line is blocked alarm during drain 4 of 4 of treatment. The alarm was unable to be cleared and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and to follow-up with their peritoneal dialysis nurse (pdrn). Patient advised they would continue treatment with continuous ambulatory peritoneal dialysis (capd). Upon follow up, the peritoneal dialysis nurse (pdrn) stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics (unspecified). The pdrn confirmed that despite the prophylactic antibiotics, that there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient has received a new cycler, which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A post- accelerated stress test (ast) 2 hour 15 min 8500 ml simulated treatment was perform, during fill phase cycle 1 of treatment, an lf30 (hb make sure hb is on ht tray) message occurred and the treatment was cancel. The failure was due to a fluid intrusion, which clogged a filter (hp1). The filter hp1 was replace with a clean filter. The second post-ast 2 hour 15 min 8500 ml simulated treatment was and completed. During treatment, turning the cycler off then back on again, the power fail recovery resumed to the treatment as intended. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. A review of the device history record (DHR) found mushroom head check: 2/1/2015. . In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing.